Event description:
It was reported that there was noted intermittent undersensing resulting in atrial pace (ap) and ventricular (v) safety pacing from the atrial lead. It was also reported that there was no atrial capture at max output and that the patient has a history of atrial fibrillation (af.) Therefore programming was done to minimize atrial outputs and leave safety pacing programmed on. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D224trk implantable pacemaker cardio/defib (B)(6) 2010. Concomitant product: 6947 implantable tachy lead (B)(6) 2010. Concomitant product: 4194 implantable pacing lead (B)(6) 2010.(B)(4).